Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: 2326500. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Catalog: 442023. Batch no.: 2276207. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend for this batch. Complaint is unconfirmed based on retention samples and batch history record review results. Catalog: 442023. Batch no.: unknown. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification panels. Neither photos nor returned good samples were received. Investigation cannot be conducted to the retention samples since the lot number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were two molecular false positives reported. Two bottles were affected. There was no patient impact. The following information was provided by the initial reporter: "2 molecular fp for c. Tropicalis. 1 fp for lot # 2276207, 2nd fp lot # unknown. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 2 molecular fp for c. Troplicalis. 1. What result did the customer obtain from the bd product? Not c. Tropicalis. 2. What result was the customer expecting to obtain (if different from the obtained result) pending. 3. Was this a qc, validation, or proficiency test? N. 4. Was patient treatment changed as a consequence of the issue with results? N. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 2276207 d4. Medical device expiration date: 31-07-2023 h4. Device manufacture date: 03-10-2022 d4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown e.1. Initial reporter addr 1: (B)(6) g.5. PMA / 510(k)#: k113558, k222591 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were two molecular false positives reported. Two bottles were affected. There was no patient impact. The following information was provided by the initial reporter: 2 molecular fp for c. Tropicalis. 1 fp for lot # 2276207, 2nd fp lot # unknown hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes, detailed erroneous results (include # of errors and type): 2 molecular fp for c. Troplicalis 1. What result did the customer obtain from the bd product? Not c. Tropicalis 2. What result was the customer expecting to obtain (if different from the obtained result) pending 3. Was this a qc, validation, or proficiency test? No 4. Was patient treatment changed as a consequence of the issue with results? No 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No

Event description:
It was reported while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to unknown lot number. B5. It was reported while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.